Event description:
The pt was admitted to the hosp for aphasia, right hemiplegia and the inability to follow directions. The pt was diagnosed with an embolic ischemic cardiovascular accident. The pt also had a mitral valve replacement (avert).

Event description:
Description of event: in 1999, a dr implanted a 19mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 19ahps-605) during a double valve replacement procedure. A 27mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27mecs-602) was implanted in the mitral position. A tricuspid annuloplasty was also performed during this procedure. This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of hypertension, cardiomegaly, atrial fibrillation, and rheumatic heart disease. In 1999, the pt experienced av block, which necessitated a temporary pacemaker until january 1999. The pt's inr was 3.0 in january and 1.9 in february 1999. In march 1999, the pt experienced atrial flutter. In 1999, the pt was admitted to the hosp for an embolic ischemic cerebral vascular accident characterized with aphasia, right hemiplegia and the inability to follow directions. The pt's prothrombin time was 34% and the valve remains implanted. No add'l info was received.